Event description:
Information received from the field notes that during a routine follow-up, the device exhibited <200 ohms impedance in both chambers and in both unipolar and bipolar pacing configurations. The current drain varied between 38ua and 40ua. A download was attempted, but the impedance was still <200 ohms. The patient was asymptomatic and pacing and sensing were normal. Follow-up will continue.